Event description:
Update first report 23/11/2006 - in 2006, at hospital, I had spinal surgery and and had dbm bone putty . I had a allergic reaction coming out of surgery and was on cephlosporin, my temperature was elevated and was sick, I then got a rash all over my body. I had a spinal bacterial infection and also in my lungs. I was put on levofloxacin and then developed viral blisters. I have given valtrex and zovirax, beta-derm for the rash and had many skin biopsies and immunofluorescence, and viral cultures taken, I had blood tests, the blood came back as my body was in a high allergic response. I was put on prednisone steroid for 8 months and was on ventolin and steroid inhalers. I was vomiting for 17 hours and very sick on a liquid diet for 4 months. Valtrex anti-viral meds on going. Bone putty dbm, spinal fusion and graft, decompression with instruments and bone grafts. Dates of use: one day in 2006. Diagnosis or reason for use: spinal central stenosis. See scanned pages.